Event description:
The nurse found the ventilator alarming with the display dark. She stated the vent was not ventilating the pt. She removed the pt from the ventilator and manually ventilated while switching to the back up vent. After several mins she restarted the vent, it operated appropriately. The vent was being operated on ac power. There was no pt harm. When the homecare dealer received the unit they found intake filter to be dirty. The ventilator went through normal startup procedures.